Manufacturer narrative:
(B)(4). The device was returned for evaluation. The investigation of the returned device confirm the problem reported by the customer. The lot number was ckmcn0, serial number (B)(4), product code 82-3844. The position of the cam when valve was received was 140mmh2o. The valve was visually inspected, biological debris were noted on the valve mechanism. No defects were noted. The valve was tested for programming. The valve failed the test. It was noted that the cam did not move. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested. A leak from the needle chamber was noted, the needle stop has moved from his seating. The valve was retested for programming. The valve failed the test, the cam did not move again. The valve was then pressure tested. As it is impossible to reprogram, the test has been made at 140mmh20, the valve failed the test. The valve was reflux tested. The valve passed the test. The back of needle chamber was visually inspected; it was noted that needle stop was dislodged. The valve was dismantled; biological debris were noted on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. Review of the history device records confirmed the valve 82-3844, lot number ckmcn0, was conformed to the specifications when released to stock on the 20th november, 2009. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the cam and cam pillar and on the base plate. The dislodging of needle chamber is probably due to user error during valve ex-plantation, but this could not be determined. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
(B)(4). The patient was taken to the hospital due to a edema. After a check up, the surgeon noted a programmable valve implanted in the patient (the facility in which the valve has been implanted is unknown). The valve was set at 140/150mmh20. The surgeon tried to set the valve, but although the programmer confirmed the new setting, the x-rays exams didn't verify the change. The valve was explanted and substituted by a new one.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.